Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Despite exhaustive attempts, no additional information could be obtained regarding this event. Consequently, none of the above potential causes of valve stenosis can be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the patient presented to the hospital with symptoms of aortic stenosis almost five years post transcatheter aortic valve replacement (tavr). No additional information at this time.

Manufacturer narrative:
The investigation is ongoing.